Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Additionally, the foreign material was not originated from the subject device. The cause of the event is likely due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections which state: operation manual 3.3 inspection of the endoscope 3.8 inspection of the endoscopic system shows how to detect the event. Reprocessing manual 5.5 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope air/water channels are blocked. The reported issue was discovered during maintenance of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign debris was blocking the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that white brush like foreign material was found protruding from the air/water nozzle. Due to this clog, air supply volume did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the adhesive on the light cover glasses and on the distal end was worn. Lastly, it was also observed that the optical cover glass was chipped. The customer did not provide the steps taken during the cleaning sterilization and disinfection (cds) processes at the user facility. The customer however, indicated that the facility is trained by olympus in reprocessing practices in accordance with the instructions for use (IFU). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.